Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 68 mg/dl. The customer was treated with food. The customer was advised to speak with their health care provider regarding the low blood glucose. The customer was advised to monitor the insulin pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer treated with a bolus and did go down. The customer declined to troubleshoot for high blood glucose.